Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.a4 - weight updated d9 - device available for evaluation updated. H6: device code 1562 removed.

Event description:
Subsequent to the initially filed report, a user facility medwatch report was received stating: describe the event or problem: perclose¿ prostyle¿ suture-mediated closure and repair system ref #: 12773-03, lot #: 3070641. Three devices failed while in use all of the same lot number. Remaining two in that lot number weren't used and were pulled from the shelf. An rl was placed under #616884. What was the original intended procedure? : occlusion of vascular access site what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; additionally, returned device evaluation found that the sutures of all 3 devices were returned intact, and all 3 devices showed evidence of a cuff miss. Additional information received from the account confirmed that the procedure was an electrophysiology procedure with cuff miss for all 3 devices and not suture break, as was originally reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in 3 access sites within the right common femoral vein was performed with three prostyle devices using the pre-close technique via 6f sheath holes prior to an electrophysiology procedure. The sheaths were upsized to 8f, 10f and 14f and the electrophysiology procedure was completed. Reportedly post procedure, suture breaks occurred with all 3 devices. To achieve hemostasis, manual compression was applied to the 8f and 10f holes and the 14f hole was closed with a figure 8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.